Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 0 occurred. Customer reloaded the cartridge in an attempt to resolve the issue, however they were unable to complete the load sequence. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200-261 mg/dl.